Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level in the range of 50 to 60 mg/dl. The customer also experienced a blood glucose level of 167 and 197 mg/dl. Customer did not receive a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.